Event description:
In 2009, the lay user/patient contacted lifescan alleging that the onetouch ultra smart meter read imprecisely. The medical surveillance specialist (mss) contacted the patient to obtain/clarify information. The patient reported readings of 160 and 235 mg/dl sometime in the middle of the day. The difference between these results falls outside the expected value of <=20%. She said she tested her blood sugar around 50 times that day, many times on the same finger with a different fingerstick and said the results would sometimes vary by 25 mg/dl within 3-4 minutes. She said she obtained results of more than 200 mg/dl that day when she normally gets results around 130 mg/dl and took humalog insulin based on the results. She says she takes 2 units if the reading is greater than 200 mg/dl and 3 units if the reading is at a higher level but the specific level was not given. She also takes levemir insulin daily but did not provide the dose. The patient reportedly took 2 units of humalog in the middle of the day due to the higher than 200 mg/dl readings. She also alleged that later that afternoon she felt sweaty and tired and "scared that she was going to die" so she called the paramedics. She said the paramedics tested her blood sugar and obtained a reading of 53 mg/dl. They allegedly gave her a lot of sugar to stabilize her symptoms and told her not to take anymore insulin until she eats a meal. The patient said it takes 6 hours for the insulin dose to wear off for her so she did not take any insulin within 6 hours. According to the troubleshooting performed with customer service, the patient's testing steps were correct. The test strips were within expiration dating. The meter was set to the correct unit of measure at the time of testing. This complaint is being reported because the patient alleged the meter read inaccurately, took insulin based on the result, and suffered symptoms indicative of hypoglycemia requiring treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.